Event description:
It was reported that the device had no atrial tracking. Intermittent atrial tracking was occurring at rates of 90 beats per minute. Atrial preference was programmed on to over drive patient's own intrinsic rate. It was also reported that the right ventricular lead has high thresholds. It was also reported that the patient is very medically fragile. The atrial lead has increased thresholds and occasional undersensing. Programming changes were made. The device and leads are still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had no atrial tracking. Intermittent atrial tracking was occurring at rates of 90 beats per minute. Atrial preference was programmed on to overdrive patient's own intrinsic rate. It was also reported that the right ventricular lead has high thresholds. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.